Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01032. Complaint sample was evaluated and the reported event was confirmed. Returned instrument found to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured instrument was received via the worn instrument return program. There was no known patient involvement. Attempts have been made and no further information has been provided.